Event description:
It was reported that the user accidentally entered two meal announcements on the ilet device and, concerned about potential hypoglycemia, ingested oral glucose, after which capillary blood glucose measured 244 mg/dl while the ilet displayed higher readings that required calibration. Symptoms included hyperglycemia. Outcomes included elevated blood glucose that resolved with monitoring and calibration, with subsequent values trending downward without need for medical intervention. Investigation included customer support troubleshooting and user education, including instructions to calibrate the device with fingerstick measurements and guidance on reconnection to the pump. Investigation of this case revealed user error related to a duplicate meal announcement and sensor-to-fingerstick discrepancy that was addressed by calibration. It was concluded that the event was related to use error, and the device functioned as expected following calibration and continued use.